Manufacturer narrative:
Additional information on section e1: update of the center and reporter name.

Event description:
Reportedly, during follow-up on (B)(6) 2023, a ventricular failure to capture was observed. It was not possible to perform a ventricular capture threshold test. The lead did not appear to be dislodged when observed on x-ray.

Event description:
Reportedly, during follow-up on (B)(6) 2023, a ventricular failure to capture was observed. It was not possible to perform a ventricular capture threshold test. The lead did not appear to be dislodged when observed on x-ray.

Manufacturer narrative:
Correction in section b5: the event description was rewrote and is different from the initial MDR report sent. The device codes - section h6 was also changed from the initial MDR report sent. Analysis synthesis: review of the provided patient files revealed that since a rvat test automatically performed on (B)(6) 2023, ventricular loss of capture occurred leading to a ventricular threshold obtained above programmed maximum threshold. Review of the lead manufacturing records confirmed a regular device manufacturing process. As received, two cuts were observed at 204 mm and 209 mm from the connector pin, which led to a blood infiltration along the lead body. As the suture sleeve was not returned and given the cuts location, they most likely occurred during the explantation procedure. However, it cannot be totally excluded that they appeared either during the implantation procedure or during the manufacturing process. It is not possible to confirm with certainty the origin of the cuts. These findings on the external insulation of the lead could explain the observed ventricular loss of capture. As reported, x-rays taken before the reintervention dated (B)(6) 2023, did not showed a visible lead dislodgement. A micro-dislodgement could not be excluded. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during follow-up on (B)(6) 2023, a ventricular failure to capture was observed. It was not possible to perform a ventricular capture threshold test. The lead did not appear to be dislodged when observed on x-ray.

Manufacturer narrative:
Additional information due to deeper investigation performed on the device. Investigation summary: review of the provided patient files revealed that since a rvat test automatically performed on (B)(6) 2023, ventricular loss of capture occurred leading to a ventricular threshold obtained above programmed maximum threshold. Review of the lead manufacturing records confirmed a regular device manufacturing process. As received, two cuts were observed at 204 mm and 209 mm from the connector pin, which led to a blood infiltration along the lead body, which most likely occurred during the explantation procedure. A deeper investigation was performed on the lead to check the insulation between the internal and external electrical lines of the lead. It revealed an internal insulation failure between both electrical lines at the connector level. This finding could explain the reported electrical issue. Actions to avoid recurrence of this kind of events are under implementation. The investigation results are retained and used for trending purposes. Please find attached the investigation report updated

Event description:
Reportedly, during follow-up on (B)(6) 2023, it was found that the lead was not pacing and did not appear to be dislodged when seen on x-ray. It was not possible to perform a ventricular capture threshold test.